Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited loss of contact. The electrocardiogram (ECG) falsely detected asystole and exhibited noise. The icm remains in use. No patient complications have been reported as a result of this event.